Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the service module used with the cusa nxt console at the time of the complaint incident was the cause of the suction issue. The service module vacuum pump assembly was verified as defective. The service module vacuum pump power supply was verified as defective, the 2a and 10a fuses were blown which lead to no power supply output to the vacuum pump assembly. The evaluation of the console found a loose 24khz micro cable handpiece connector which was replaced during the evaluation. The handpiece connector did not contribute and is not related to the root cause; vacuum pump failure. The evaluation confirmed the console did not contribute to the failure of the suction capabilities. The review encompassed from dates (B)(6) 2015 to (B)(6) 2016. One complaint contained the search criteria for (B)(4). Additionally the review identified this complaint is the second complaint occurrence for cusa nxt console nxtcon1011. The complaint review did not identify an adverse trend. The customer complaint incident was confirmed. The service module used with the cusa nxt console at the time of the complaint incident was the cause of the suction issue. The service module vacuum pump assembly was verified as defective. This resulted in the failure of the suction capabilities as reported by the customer. The root cause was identified as blown 10a and 2a fuses on the power supply to the vacuum pump assembly.

Event description:
This is the second of two reports (same incident, different product ids). This is in regards to the console. The customer's cusanxt console and module just came back from repair on (B)(6) 2016. The operating room buyer and the registered nurse hooked everything up. The surgeon had a crani case on (B)(6) 2016. The staff could not get the suction to work at all. The yellow alarm was going off and they couldn¿t get it to go away after troubleshooting. There was no patient injury reported. There was a 1 hour surgery delay. An integra sales specialist went to the facility the next day to verify that the setup was correct and found that the suction didn¿t work. An integra sales representative went to the facility on (B)(6) 2016 and verified that the suction didn¿t work. The sales representative hooked it up to the wall suction and it worked perfectly fine. Additional information has been requested. Linked to mfg. Report number: 3006697299-2016-00099.